Event description:
Boston scientific corp was informed that while using a hydrothermablator procedure set during an hta procedure, the machine detected fluid loss. A tenaculum stabilizer and a speculum were in use. There were no leaks noted during the hysteroscopy. It is unk if a fluid loss alarm sounded and the rate of loss that occurred. The physician repositioned the sheath resulting in a burn on the pt's labia. The degree and size of burn is not known, however, the skin is said to have "sloughed off". The pt was treated with antibiotics and silvadene cream for the burn. The procedure was completed with another of the same device without further complications.